Event description:
Boston scientific received information that an electrocardiogram (ECG) was presented to the local boston scientific field representative (fr) for the patient with this cardiac resynchronization therapy pacemaker (crt-p). The ECG showed 2.5-3.0 second pause. The fr discussed possible causes for the observation including an issue with the surface pads for the ECG to device issues. The fr reported they were unable to uncover a root cause for the reported observation. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that this device was explanted for normal battery depletion. The device was returned for analysis.